Manufacturer narrative:
Product complaint # (B)(4). Batch # r58y3v. Investigation summary: the analysis found that one pce60a device was returned with no apparent damage and with a ecr60d partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
The surgeon fired the device, but the knife only went until half length and came back. Staple was formed half length. So, a new stapler and fired an extra cartridge. Unknown if the procedure was delayed or if the procedure was completed successfully. There were no adverse consequences for the patient.